Event description:
There was no pt involved in this event. The device malfunctioned because it failed to upgrade to new software.

Manufacturer narrative:
The pad device was installed on 09/22/2011 and operated successfully until 05/23/2013. There was no evidence in the history log that would suggest the user attempted to upgrade the software version. Routine testing did not reveal a fault with the device or any component of the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.